Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd needle eclipse disconnected and leaked. The following information was provided by the initial reporter: we have had to repeat menquadfi vaccination due to possible human error/faulty equipment needle became detached whilst in the arm vaccine leaked parents contacted and vaccinations repeated to ensure full dosage administered additional/clarifying information. 13/05/25 needle became detached from syringe - vaccine leaked out of syringe ¿ no vaccine administered ¿ discarded new vaccination drawn up and administered after discussion with patient and parent.

Event description:
No additional information.

Manufacturer narrative:
A device history record review was completed for provided material number 305892 and batch number 2411007. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty (20) retained samples of reported lot number were obtained from the manufacturing facility. The needles were assembled with a bd discardit 2ml syringe; however, no signs of defective hub connection were identified nor were any signs of leakage detected. Based on the investigation results, we were unable to reproduce the reported issue and an exact cause could not be determined. Engagement force is measured during manufacture as part of the in-process inspections and final testing prior to release. Smartslip technology has been introduced to ensure that a secure connection is made with luer slip syringes. We recommend following the instructions for use, which are unique in directing the user to push firmly when attaching the needle to the syringe and to be sure that the clip is activated. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Manufacturer narrative:
Customer provided lot number and confirmed previous explanation of event.

Event description:
6/4/2025, bd eclipse needle, ref 305892, lot 2411007. 2. The staff member was unsure as the needle did not become detached from the syringe, but liquid leaked down the patients. 3. The vaccinations have been repeated as young people have received an incomplete dose.